Event description:
A report of a patient death was received from a medical examiner. Review of the information indicated that the patient died approximately 2 days after cardiac resynchronization therapy defibrillator (crt-d) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).